Manufacturer narrative:
Initial reporter facility name: (B)(6). Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that acute myocardial infarction and in-stent restenosis (isr) occurred. The patient was enrolled into the (B)(6) study. The index procedure was performed on (B)(6) 2013. The target lesion #1 was located in the proximal right coronary artery (rca), cass site #1, with 80% stenosis, a length of 38mm, and a reference vessel diameter of 3.5mm. The lesion was treated with pre-dilatation and placement of a 3.00x28mm and 3.50x24mm promus element drug-eluting stents with a residual stenosis of 0%. The patient was discharged on aspirin and clopidogrel on (B)(6) 2013. On (B)(6) 2018 the patient was diagnosed with an acute myocardial infarction while in the hospital for a haemorrhage of the digestive tract which developed on (B)(6) 2018. On (B)(6) 2018, a coronary angiography was performed which revealed unknown percentage of stenosis at the proximal rca. Isr was noted in the proximal rca, which had the previously placed study devices, and was treated with balloon dilatation. Following intervention, residual stenosis was 0%. On (B)(6) 2018 the event was recovered/resolved.